Manufacturer narrative:
Several technical errors indicating power error were generated in a ventilator and a service engineer changed the plug-and-play back-plane printed circuit board (pcb). The faulty pcb was sent back for further investigation and logs were provided. The logs confirmed the reported event and the fault could be traced back to (B)(6) 2021. The returned pcb was mounted in a ventilator and the reported issue was reproduced. If a defect related to the reported error codes appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding codes. If the reported failure appears during startup, an alarm will be generated and ventilation cannot be started. The root cause for the error codes was traced to the failing plug-and-play back-plane pcb. The cause why the pcb was faulty could not be determined, due to an intermittent behavior of the fault.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).